Event description:
It was reported that intra-op during functional endoscopic sinus surgery , while the surgeon was inserting a stitch in the patient, the system began to rapidly beep and give off excessive noise. The system was giving off noise even after the surgeon completed their stitch and no one was touching the patient. The procedure was completed with the reported product and was extended by less than an hour. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.